Manufacturer narrative:
Device evaluation: one smiths medical cadd legacy pump was returned for analysis in a good condition. During analysis, the reported "ec 1720" problem was not able to be duplicated. This was noted to be power backup capacitor failure. The system is not reading the correct voltage on the backup cap and a repair or replacement is required. There were multiple entries in the log, but operation of the pump did not induce any errors. Several attempts were made using the switch and pulling batteries to power cycle it. Service will replace the backup capacitor as a preventive measure. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths cadd-legacy 1 pump displayed error code 1720. There was no patient involved.